Event description:
A patient reported to their pharmacist that pt experienced hypoglycemia and was hospitalized due to an alleged malfunction of a onetouch meter. Repeated attempts to contact pt or a member of pt's family for additional info have been unsuccessful. Pharmacist reported to lifescan representative that they did not feel that ot meter caused pt to be hospitalized. Meter has been replaced. No further info is available.